Event description:
This port was implanted in pt on 7/19/93, by a general surgeon. When attending physician evaluated the pt on 7/26/94, a chest x-ray at that time was prospectively unremarkable in regard to the device. In retrospect, one can appreciate a very small (1 mm) disruption in part of the catheter at a point of about 8 cm from the port device itself. When the pt was evaluated on 11/22/94, the catheter had separated at this point and had migrated into the pulmonary artery on the contralateral side of the thorax. By way of history, the pt experienced about six weeks ago, an episode of paroxysms of cough, without any subsequent illness. One would postulate the catheter dislodged at that point, transversed the heart, and wedged into the pulmonary artery of the contralateral lung, causing the coughing. At the present time, the pt has no untoward effects other than the fact that she has a foreign body in her pulmonary artery of her left lung. B7 stage iii-b nodular sclerosing hodgkin's disease diagnosed on 5/13/93 when she underwent a total thyroidectomy for a papillary adenocarcinoma of the thyroid. Treated with the mopp-abv chemotherapy. Completed on 3/8/94. Received radiation therapy of 3,000 cgy in 17 fractions to a mini-mantle field to the thorax and another 3,000 cgy in 17 fractions to the pariaortic nodes. The radiation therapy to the mantle field was completed 5/12/94 and to the pari-aortic nodes on 6/7/94. She received 151 mci of I-131 on 9/27/94, and continues on suppressive doses of thyroxin.